Event description:
It was reported that (1) device was used during a laparoscopic salpingo-oophorectomy. It was reported by the rep that the tsw45 on the 2nd firing, formed staples and did not cut. It only cut 1/4 of the length of the cartridge. On 3rd firing, stapler did not cut, but stapled proximal but did not form staples distally. The surgeon used scissors between staple line to complete the case. The hemostasis along the staple line was not satisfactory and the surgeon had to use bipolar and unipolar cautery to control the bleeding.